Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4). The customer reported that erroneous results were also generated on (B)(6) 2020 which is addressed in MDR 9612296-2020-00349.

Event description:
The customer reported the generation of high ion selective electrode (ise) patient results on their au5800 chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. Patient demographics were not provided. The customer provided data for one (1) patient sample.